Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices related with this event were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following the implant procedure. The patient was hospitalized and the device was explanted. Follow up report indicated that the patient was given IV antibiotics and was discharged from the hospital. The patient is currently recovering without sequelae and is looking forward to reimplant in the near future.